Manufacturer narrative:
The failure investigation has been completed and the alleged unreadable and unresponsive touch screen issues were verified. Additionally, the alleged touch screen cracked/shattered/scratched issue could not be verified and a different issue was identified.

Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. Customer¿s blood glucose level was 200 mg/dl. The customer reverted to an alternate method in insulin therapy.